Event description:
The surgeon reported performing cataract surgery with attempted implantation of the istent in the patient's left eye. The istent procedure was performed first because he patient had a small pupil and a corneal tension ring was being implanted. During the istent procedure, visualization became compromised and regrasping of the stent was needed. The surgeon entered the eye several times trying to position the stent and during this time the patient moved unexpectedly. The istet procedure was then aborted and no stent was implanted. When the surgeon went to initiate phaco, she noticed that the capsular bag had torn and was ragged, presumably from contact with the inserter since the phaco instrumentation ahd not been introduced to the eye. The capsular bag damage prohibited implantation of the planned single-piece iol and instead a 3-piece sulcus-fixated iol was sutured into the sulcus. It was also necessary to convert from ccc to can-opener capsulorhexis. There was no vitrectomy performed. The surgeon provided the following postoperative update from the most recent visit. The patient is doing well and his slightly elevated iop, but nothing to be concerned about and the patient is continuing with glaucoma drops. No further complications have developed and it has been a routine postoperative course.

Manufacturer narrative:
The device is not available for evaluation. The device history records were reviewed and there were no issues found that relate to the reported event. Capsular bag rupture is listed in the device labeling as a known inherent risk of cataract and glaucoma stent surgery. (B)(4).